Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose last night was 34 mg/dl which was treated with food. Blood glucose in the morning was 217 mg/dl, customer did bolus with the insulin pump. The customer's blood glucose at the time of the call was 134 mg/dl. Based on customer report customer does not allege pump was over delivering. The customer was neither hospitalized nor admitted for low blood glucose. The sensor was returned for analysis.